Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient performed the pd procedure in unclean conditions. On an unspecified date, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient was discharged from the hospital and recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.